Event description:
It was reported via repair work order that the zoom disengages during use due to a damaged load cell weldment. The brakes would not hold due to worn brake rings. Also, the side rail could not remain latched due to damaged spring spacers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.